Event description:
It was reported to nova biomedical that a consumer "was rushed o the hospital last friday night for a low blood sugar. Consumer believes this was due to inaccurate readings he rec'd on his nova max link meter." The consumer reported when he arrived at the hospital a blood glucose test was performed on an unknown hospital meter getting a result of 32 mg/dl. The consumer reported performing a blood glucose test on his glucose meter at 7pm on (B)(6) 2014 getting a result of 207 mg/dl. It was not reported by the consumer if any insulin or oral medications were administered based on that result. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020213252, expiration date: 09/2015; control solution, lot # 1030313121 range: 82-127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.